Event description:
It was reported on (B)(6) 2010 that 1.5 years prior the patient developed a red rash across the stomach that would be hot to the touch. The patient also experienced fever and chills. These symptoms would last 24 hours and then resolve. The hcp (healthcare provider) instructed the patient to monitor the symptoms and take medication to treat the fever. The patient then developed swelling in the abdomen; the pump system was explanted on (B)(6) 2010 due to infection. The cause of the infection was unknown by the reporter. Following system explant, the infection resolved and another pump system was implanted on (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).